Event description:
It was reported that the pt needed something 're-set' (unspecified), after that there was increasing pain. The battery pack started shifting, it was sitting directly against the bone causing more pain when sitting and laying down. It was reported to now be rotated 90 degrees with one and closer to the surface of the skin then the other. The pt is unable to recharge and would like to have the device removed. Pt has an appointment with their physician this year.